Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with IV antibiotics (date not reported) was unsuccessful. Explantation surgery is planned, however has yet to occur as of the date of this report, december 14, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, it is unknown if the patient was reimplanted with a new device. This report filed february 3rd, 2016.